Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported their health care physician (hcp) who placed the device had since moved and they lost their medical insurance. As a result, the patient stated they haven't been able to have anyone look at it and the device caused them so much pain they couldn't even turn it on anymore because when they did they felt like they were being electrocuted. The patient had called to inquire if patient services could help them find someone to look at it and maybe get it taken out. There were no further complications reported.